Event description:
It was reported that there was a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the error did not reappear after the reset, allowing the customer to successfully start their sensor session.